Event description:
It was reported that the device was displaying the service wrench icons. Also, the device won't recognize shockable rhythms. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the analog pcb assembly and then observed proper device operation through functional and performance testing. The customer received a replacement device. Physio-control further evaluated the replaced assembly and determined that the root cause was a leaky capacitor, designator c157, which was affecting the ECG signal readings.

Manufacturer narrative:
After an additional investigation, the cause of the reported issue was determined to be due to process residue on or around a capacitor from the analog pcb assembly, designator c157 which led to excessive leakage current.